Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator, the front panel touch screen is not functional. The customer reported the touch screen is inactive to the touch. The issue occurred on pre-testing. There is no report of patient involvement associated with the device.